Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Customer stated that the syringes were missing the seal at the barrel and were not dispensing the correct amount of insulin. Per the customer the package was not open or damaged when received. The customer has been using the product for 3 weeks. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 02-jun-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he has not yet used the replacement product but will contact manufacturer if he has any issues.